Manufacturer narrative:
Corrected information provided in d.1., d.2., d.4., and g4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported during a presentation that a patient experienced a capsular rupture during an intraocular lens (iol) implant surgery. Additional information has been requested.

Event description:
A health professional reported during a presentation that a patient experienced a capsular rupture during an intraocular lens (iol) implant surgery. Iol was first implanted slowly, then too quickly and iol perforates the posterior capsule, but does not perforate the corpus callosum membrane. The patient was followed very closely. Slightly reduced vision initially due to vitreomacral traction that has progressed gradually in last check. Additional information has been requested.

Manufacturer narrative:
Corrected information provided in b.5.,b.6. And h.6. The manufacturer internal reference number is: (B)(4).